Manufacturer narrative:
A medtronic field service engineer visited the site and tested the system. He found that the mvs fuses had blown. He replaced the mvs fuses and verified system functions properly.

Event description:
A site biomed representative reported that there's no line power light to the o-arm mvs (mobile viewing station). He indicated that this was discovered as the system was being brought into the operating room, but was removed as soon as it was discovered to have no power. No patient harm.